Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend for the issue under investigation. Current labeling adequately describes configuration parameters for bar codes and samples and acceptable bar code specifications. An investigation was opened to investigate the issue of bar code labels being misread as 1-2 digit sids and character substitutions. (B)(4) will release a new barcode reader configuration file as an enhancement that will define the default minimum setting as four and the maximum as 24. A technical service bulletin was issued to ensure the parameters for the barcode readers on the iom centrifuge and i2000sr instrument module are uniform and that they are optimized for the sample barcodes used by the customer.

Event description:
The customer stated a bar code misread occurred at the input/output module (iom) of the accelerator aps. The sid on the label was (B)(4) but was read as (B)(4). An error message, "no lis data" was generated as there were no orders for the misread sid and therefore, no results were generated. There was no adverse impact to patient management reported.